Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2022-00206.

Event description:
As reported by the field, during a stent assist embolization, a 4.5mmx28mm enterprise with no distal tip intracranial neurovascular stent (enc452800, 6610132) became impeded proximal of the prowler select plus microcatheter (606s255x, 30679785). It could not be advanced anymore. The physician attempted to retract the stent, but it was found to be released in microcatheter. The physician removed the stent with the microcatheter together, then switched to a new stent and microcatheter to complete the surgery. There was no patient injury report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion updated with device analysis: as reported by the field, during a stent assist embolization, a 4.5mmx28mm enterprise with no distal tip intracranial neurovascular stent (enc452800, 6610132) became impeded proximal of the prowler select plus microcatheter (606s255x, 30679785). It could not be advanced anymore. The physician attempted to retract the stent, but it was found to be released in microcatheter. The physician removed the stent with the microcatheter together, then switched to a new stent and microcatheter to complete the surgery. There was no patient injury report. No additional information is available. The product was returned to cerenovus for evaluation. A non-sterile prowler select plus 150/5cm was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the prowler was found to be compressed at 1 in (2.54cm), 4 in (10.16cm), and 7 in (17.78cm) from the distal end. No other damages could be observed in the device. The functional test could not be performed, the microcatheter was tried to be flushed to be able to pass the lab sample guide wire, however, this was not possible due to the compressed conditions found on the distal body. The inner diameter (ID) and outer diameter (od) of the device were measured, and they were found within specification. A manufacturing record evaluation was performed for the finished device 30679785 number, and no non-conformances related to the malfunction were identified. Obstructed-in patient with loss of mc cerebral target position is a known procedural complication with the use of this device. The customer complaint in relation to the microcatheter being obstructed could not be evaluated due to the compressed conditions noted on its distal body. These damages seem to be unrelated to the issue encountered during the procedure since the complaint documented that the stent got impeded in the proximal portion of the microcatheter. The event description and device analysis do not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. However, there is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. A manufacturing record evaluation was performed, and no non-conformances related to the complaint were found during the review. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a stent assist embolization, a 4.5mmx28mm enterprise with no distal tip intracranial neurovascular stent (enc452800, 6610132) became impeded proximal of the prowler select plus microcatheter (606s255x, 30679785). It could not be advanced anymore. The physician attempted to retract the stent, but it was found to be released in microcatheter. The physician removed the stent with the microcatheter together, then switched to a new stent and microcatheter to complete the surgery. There was no patient injury report. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30679785 number, and no non-conformances related to the malfunction were identified. Obstructed-in patient with loss of mc cerebral target position is a known procedural complication with the use of this device. The instructions for use (IFU) warns to never advance or withdraw an intraluminal device against resistance. Movement or force of catheter or guide wire against resistance could dislodge a clot, perforate a vessel wall, or severely damage the catheter and/or guide wire. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided and without the return of the complaint devices, however, it is possible that clinical and procedural factors, including device manipulation and vessel characteristics, may have contributed to the reported failures. Multiple attempts to obtain additional information were unsuccessful. If information is provided at a later date, the file will be reopened and processed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.